Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to inspect and clean the pump areas and successfully reload the cartridge, allowing them to resume insulin therapy.